Manufacturer narrative:
(B)(4) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was sent to the emergency room; however, it was not reported if they were admitted to the hospital. The cause of the peritonitis was not reported. Treatment for the event was not reported. At the time of report, the patient had not recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.